Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion tubing became disconnected at the headset. The patient stated that the tubing did not get caught on anything. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint describing a leaky of the connection (transfer set / connector) cannot be verified due to mishandling of the product by the customer. The problem mentioned by the customer is related to a mishandling of the product by the customer.